Event description:
Report received of a tubing separation at the y-site. There was no report of adverse patient effect. Multiple attempts to obtain further information from the customer have been unsuccessful.